Event description:
While instilling chemotherapy into a hepatic infusion pump, noted that there was some leakage from the needle. Connection of the needle to the hub appeared to be the area of suspicion. Checked connection of the catheter to the needle and did not see any discrepancies. A drop of liquid was seen at the connection site of the needle and another kit was obtained and a new needle was used. The kit used was isomed refill kit #8555, lot #60440915 by medtronic.